Event description:
It was reported that the insulin pump alarmed motor error. The caller stated that the insulin pump had not been dropped or bumped. The customer's blood glucose was 255 mg/dl. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised to replace the insulin pump.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.